Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for implant using a amplatzer trevisio intravascular delivery system. The device was prepared as per instructions for use (IFU). During procedure, while releasing the left atrial disc, it had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. A new 17mm amplatzer septal occluder was chosen and completed the procedure. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.